Event description:
(B)(4). I had these inserts placed (B)(6) 2014. At the 3 month hsg check one was in the tube where it was supposed to be, the other was completely out of the tube and hooked on the uterine wall. They were unable to tell if it was inside or outside the uterus. On (B)(6) I had a bilateral salpingectomy to remove the tubed all together. I have had some significant post op complications and will have to be off work to recover. And today on the post op xray-the insert is still there, probably embedded in the uterus where it will *hopefully pose no threat. I am angry and upset.